Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a circumferential balloon rupture in this catheter. We were able to properly flush the irrigation lumen. We did not observe any stretching of the catheter lumen. We were unable to inflate the balloon of this catheter. It is likely the physician used a very viscous dye to inflate the balloon which may have caused this obstruction. As stated in the IFU, the arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material ( e.g. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. There was no harm to the patient because of this balloon malfunction. The surgeon used another tuftex over-the-wire catheter to complete the procedure.

Event description:
During thrombectomy, the balloon of the tuftex over-the-wire embolectomy ruptured when it was inflated inside the patient's vessel. There was no harm to the patient because of this incident.